Event description:
New information received stated that the t-wave oversensing on the implantable cardiac monitor was resolved by reprogramming the device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via data transmission with the implantable cardiac monitor exhibiting t-wave oversensing. Programming changes were recommended. No patient symptoms were reported.